Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Exactly what connective tissue was fired on when issue occurred? What stapler was used with this reload? Please provide additional details about malformed staples. Was the vessel bleeding with jaws of stapler? Was the device difficult to close? How much blood was provided to patient? What is the current patient status?

Event description:
It was reported that during the laparoscopic cholecystectomy+hand assisted splenectomy, when anastomosing the connective tissue of spleen, the staples malformed and the blade cut one vessel. The patient lost more than 2000 ml blood. Changed the surgery to be open surgery, suture was used to sew the wound to stop the bleeding, the patient was with transfusion.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery?( B)(6). Exactly what connective tissue was fired on when issue occurred? No. What stapler was used with this reload? Ec60a. Please provide additional details about malformed staples. Irregular shape was the vessel bleeding with jaws of stapler? Yes. Was the device difficult to close? No. How much blood was provided to patient? 2000ml. What is the current patient status? Stable, will check if leave from the hospital.